Event description:
Red heart alarm for three days, system unable to maintain operating speed (low flow hazard alarms.) System controller non-responsive= inner controller printed circuit board damaged.